Manufacturer narrative:
(B)(4). The visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Fragment not returned. The complaint is considered confirmed as the returned tasp is fractured. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. As the event is related to an instrument, implant compatibility is not applicable. A complaint history search was conducted. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. (B)(4).

Event description:
It was reported that following a knee arthroplasty the tibial articular surface provisional fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.